Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a transsphenoidal resection procedure. It was reported that during a case the surgeon felt accurate after registration checking accuracy on the nose and ears with the passive planar probe. Once the surgeon navigated to the skull base he was 1-2 mm inferior of the bone, again using the passive planar probe. The surgeon re-registered the patient but experienced the same inaccuracy. Site continued with case accounting for inaccuracy. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue because the issue could not be duplicated. Eval code method is associated with this analysis; eval code result is associated with this analysis; eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.